Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Probe passed pretesting. During procedure shaft frosted all the way up the shaft.